Event description:
It was reported that the user experienced bluetooth connectivity issues resulting in signal loss between the dexcom g7 continuous glucose monitor (cgm) and the ilet, which led to on-device notifications indicating dosing would stop soon and that the cgm was not paired. No adverse clinical symptoms reported. Outcomes included a temporary interruption risk to automated insulin dosing until cgm pairing was restored, with no medical intervention required. User support included guided troubleshooting and education, including toggling sensor settings, re-entering the sensor code into the ilet, and advising a waiting period to allow pairing. Investigation of this case revealed a communication failure between the ilet and the cgm transmitter consistent with bluetooth pairing disruption, with the ilet hardware and software otherwise functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-resolved connectivity disruption related to device pairing rather than a device malfunction.